Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump and insulin pen. Customer experienced bent cannula issues with four different infusion sets which resulted in high blood glucose levels and they changed out the infusion sets to resolve the issue. Customer was advised to return the infusion sets for analysis and that replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.